Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 16.4 cm. An external insulation abrasion was noted 8.3 to 8.9 cm from the connector pin, exposing the outer coil, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.